Event description:
It was reported the patient is not receiving effective stimulation. An sjm rep has met with the patient and attempted reprogramming to resolve the issue. The patient is considering surgical intervention to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.